Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient had an allergic reaction from using the 63b electrodes. The patient stated that she started experiencing symptoms approximately a week after using the electrodes. The patient stated that her skin was red, and very itchy with a burning sensation, and she had welts and blisters. She stated that the irritation was strictly under the electrodes. The patient is changing and rotating the electrodes every 12 hours. The patient had an appointment with her doctor and he prescribed hydrocortisone 1%. The doctor advised the patient to continue using the stimulator. No additional patient consequences were reported.